Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and stenosis are listed in the supera instructions for use as known patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other supera stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, 2 supera stents were successfully implanted in the superficial femoral artery (sfa). On (B)(6) 2017, the patient was hospitalized due to claudication. A drug coated balloon catheter was used as treatment with a good outcome. There was no reported adverse patient sequela. No additional information was provided.